Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's pump. The spouse states the customer had air bubbles in the reservoir. The customer's blood glucose level at the time of incident was 350mg/dl. The customer treated the highs with bolus. The customer had air bubbles in tubing. Troubleshoot was conducted. The customer was advised to change out infusion set. The customer was advised the sets would be replaced.